Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12040 vascular stent graft allegedly experienced fracture and positioning failure. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The 51 year old male patient weighs 60 kgs.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H10: the lot number for the device was provided, therefore, a lot history review was performed. The sample was returned to the manufacturer for evaluation, as well as photos were provided and reviewed. The investigation is confirmed for the alleged outer sheath fracture and positioning failure. A definite root cause for the reported issues could not be determined. The device is labeled for single use. H10: g4. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified. As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for evaluation; however, photo was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12040 vascular stent graft allegedly experienced fracture and positioning failure. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient was 60 kgs.